Event description:
During a procedure using a cs29, after the device was fired and checked by the surgeon, some bubbles appeared.

Manufacturer narrative:
The cs29 was not returned. The pec200 was returned and evaluated and performed as intended. Expiration date is unk. Device manufacturing date is unk.